Event description:
It was reported that at a regularly scheduled follow-up appointment, an inappropriate shock episode was noted from this subcutaneous implantable cardioverter defibrillator (s-ICD). It was noted that the patient's previous s-ICD, which was explanted due to suspected premature battery depletion, also had declared a similar untreated and inappropriately treated episode in the primary sensing vector in 2021. The physician alleged these episodes were over-sensed slow-ventricular tachycardia, which were exacerbated by the patient's low r-wave amplitude measurements. At the time, it was determined that neither the secondary nor alternate sensing vector were suitable, as positional testing revealed even lower r-wave amplitude measurements in these sensing vectors. Therefore, the physician previously elected to continue monitoring with the programmed primary vector, before that s-ICD was explanted due to suspected premature battery depletion. At this most recent follow-up, after it was concluded that a similar inappropriately treated episode was observed, exercise testing was performed. However, no changes in morphology were observed. The physician discussed an upgrade to a potential transvenous system, however, the patient preferred to continue with s-ICD therapy. Finally, the smartcharge feature was extended and the patient's medications were adjusted. No additional adverse patient effects were reported. At this time, this s-ICD was explanted and was previously returned to boston scientific for analysis (see bsc ref. (B)(4), mhra ref. # (B)(4)).

Event description:
It was reported that at a regularly scheduled follow-up appointment, an inappropriate shock episode was noted from this subcutaneous implantable cardioverter defibrillator (s-ICD). It was noted that the patient's previous s-ICD, which was explanted due to suspected premature battery depletion, also had declared a similar untreated and inappropriately treated episode in the primary sensing vector in 2021. The physician alleged these episodes were over-sensed slow-ventricular tachycardia, which were exacerbated by the patient's low r-wave amplitude measurements. At the time, it was determined that neither the secondary nor alternate sensing vector were suitable, as positional testing revealed even lower r-wave amplitude measurements in these sensing vectors. Therefore, the physician previously elected to continue monitoring with the programmed primary vector, before that s-ICD was explanted due to suspected premature battery depletion. At this most recent follow-up, after it was concluded that a similar inappropriately treated episode was observed, exercise testing was performed. However, no changes in morphology were observed. The physician discussed an upgrade to a potential transvenous system, however, the patient preferred to continue with s-ICD therapy. Finally, the smartcharge feature was extended and the patient's medications were adjusted. No additional adverse patient effects were reported. At this time, this s-ICD was explanted and was previously returned to boston scientific for analysis (see bsc ref. (B)(4), mhra ref. # (B)(4)).